Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardiac effusion. After groin access, transesophageal echo (tee) was used along with pre-mapping using a non-boston scientific mapping catheter and a faradrive steerable sheath clear. Prior to inserting the farawave catheter, intracardiac echocardiography (ice) across to left atrium revealed a pericardial effusion, and no ablation had been performed. A pericardiocentesis was performed, and the patient was taken to the intensive care unit for observation. Additionally, it was later reported that the patient underwent an open-heart surgery. The sheath is not expected to return for analysis as it was disposed therefore, the lot number is not available.

Event description:
It was reported that the patient experienced a pericardiac effusion. After groin access, transesophageal echo (tee) was used along with pre-mapping using a non-boston scientific mapping catheter and a faradrive steerable sheath clear. Prior to inserting the farawave catheter, intracardiac echocardiography (ice) across to left atrium revealed a pericardial effusion, and no ablation had been performed. A pericardiocentesis was performed, and the patient was taken to the intensive care unit for observation. Additionally, it was later reported that the patient underwent an open-heart surgery. The sheath is not expected to return for analysis as it was disposed therefore, the lot number is not available. It was further reported that the information regarding open-heart surgery was clarified and was incorrect. After the effusion was discovered, the patient was taken to the ICU as a considerable amount of fluid had been drained. In the ICU, the patient became unstable and therefore required surgery. There were no difficulties or complications noted during the procedure. After this procedure the patient became stable and was later discharged.

Manufacturer narrative:
Additional information was provided in section b5. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.